Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of sleeve detachment of device or device component. The sensor wire did not return for analysis; however, media analysis was performed on a picture provided by the customer. During media analysis, it was observed that the sleeve was separated from the guidewire. With all the available information, boston scientific concludes that the reported event of sleeve detached was confirmed. This could be related to handling and manipulation of the device during preparation. It is probable that an excess of force applied to the device such as operational factors during the use could lead to separate the sleeve form the guidewire. Based on the information available and investigation results, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during ureteroscopy procedure, scrub team handed guidewire to consultant, it was observed broken. Reportedly, the tip of the core wire came off and the guidewire no longer used. There were no patient complications reported. Boston scientific has been unable to obtain additional information regarding the procedure outcome to date, despite good faith efforts.